Event description:
Patient was revised to address stem loosening at the cement/implant interface, which caused pain. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Patient x-rays identify a broken cement mantle and is a possible cause for the loosening. As reported, the manufacturer of the cement product is unknown. The investigation has not identified product error with regard to this report. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.